Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative, regarding a patient who was implanted with a neurostimulator (ins) for lumbar radiculopathy and spinal pain. It was reported that patient is have trouble charging. The last few times patient has attempted it has become harder. Patient usually sticks antenna in waistband of pants and charges. Caller has tried to communicate with both 8840 and patient programmer with no success. Patient is familiar with how to do a physician recharge mode (prm) as previous rep who is no longer with company taught him, and performed one yesterday on his own. Patient has no history of overdischarge but because patient was taught how to do prm there is a chance. Patient stated that the device worked 2-3 weeks ago; when patient went to charge this time, he could not (difficulty charging 4 months ago). The following statistics were pulled on insr to look at last 6 successful recharges: 0-2/14/02, 1-2/14/02, 2-2/14/02, 3-2/13/02, 4-2/13/02, 5-2/13/02. Caller states when she performed al on patient previous to call it showed all of the same numbers. When held in the air numbers read 40-42-46. When held against metal numbers showed 40-104-104. Troubleshooting options and steps were reviewed with the caller. Caller will stay with patient to continue performing prm and clear por. No symptoms were reported and no further complications were repor ted/anticipated.